Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician¿s preference. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.